Event description:
The report stated that during a gastrectomy, the ligasure atlas was activated through a full sealing cycle with an end tone. The surgeon stated that the device did not coagulate the patient's tissue. Another ligasure atlas was then opened and used for the procedure. There was no patient injury.

Manufacturer narrative:
Date of initial report: february 20, 2008. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions have also been asked of the customer. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.